Manufacturer narrative:
The reported 28mm, 2.0 nano acutrak 3® bone screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 28mm, 2.0 nano acutrak 3® bone screw (part number: 3050-20028) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon was implanting the 28mm nano screw, when the driver tip broke off in the head of the screw. The driver tip was removed along with the pieces of broken metal. The site was washed out to ensure the fragments were removed from the screw. The surgery was completed with a new driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00066 for the driver involved in this event.